Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to find a coil") and device breakage ("pieces breaking") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder in 2003, depression in 2003, anxiety in 2003, rectal bleeding (approximate date of treatment (B)(6) 2017) and dyspepsia (approximate date of treatment (B)(6) 2017). Concurrent conditions included urinary urgency and adnexa uteri pain. Concomitant products included paracetamol (pain relief) for dysmenorrhea as well as alprazolam (xanax), buspirone hydrochloride (buspar) since 2000, clonazepam (klonopin), diazepam (valium), fluoxetine hydrochloride (prozac) from 2012 to 2013, lithium since 2000, lorazepam (ativan) and venlafaxine (effexor) since 2013. In 2014, the patient experienced psoriasis ("rashes or skin conditions: psoriasis"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). In august 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and micturition urgency ("bladder problem (urinary urgency)/ urinary problems"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In november 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain") (seriousness criterion intervention required), abdominal pain ("abdominal pain "), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with antibiotics, surgery (hysteroscopic removal of left and right essure coils, bilateral salpingectomy), surgery (hysteroscopic removal of left and right essure coils, bilateral salpingectomy) and surgery (underwent procedure to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the micturition urgency, irritable bowel syndrome, cystitis, urinary tract infection, vaginal infection, psoriasis, vaginal discharge, abdominal distension and constipation had resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, micturition urgency, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 11-aug-2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("unable to find a coil") and device breakage ("pieces breaking") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder in 2003, depression in 2003, anxiety in 2003, rectal bleeding (approximate date of treatment (B)(6) 2017) and dyspepsia (approximate date of treatment (B)(6) 2017). Concurrent conditions included urinary urgency and uterine pain. Concomitant products included paracetamol (pain relief) for dysmenorrhea as well as alprazolam (xanax), buspirone hydrochloride (buspar) since 2000, clonazepam (klonopin), diazepam (valium), fluoxetine hydrochloride (prozac) from 2012 to 2013, lorazepam (ativan) and venlafaxine (effexor) since 2013. In 2014, the patient experienced psoriasis ("rashes or skin conditions: psoriasis"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and micturition urgency ("bladder problem (urinary urgency)/ urinary problems"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain") (seriousness criterion intervention required), abdominal pain ("abdominal pain "), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with antibiotics, surgery (hysteroscopic removal of left and right essure coils, bilateral salpingectomy), surgery (hysteroscopic removal of left and right essure coils, bilateral salpingectomy) and surgery (underwent procedure to remove essure, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the micturition urgency, irritable bowel syndrome, cystitis, urinary tract infection, vaginal infection, psoriasis, vaginal discharge, abdominal distension and constipation had resolved. The reporter considered abdominal distension, abdominal pain, back pain, constipation, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, irritable bowel syndrome, menorrhagia, micturition urgency, pelvic pain, psoriasis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment for her symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), bladder or urinary problems or changes, gastrointestinal or digestive system condition: irritable bowel syndrome, infection (bladder/urinary tract/vaginal), rashes or skin conditions: psoriasis, vaginal discharge, constipation, bloating. Historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain "), back pain ("back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.